Manufacturer narrative:
Pending evaluation. Concomitant medical products: (cn: 200-02-35, sn: (B)(4)) - three peg patella. (Cn: 02-012-45-4040, sn: (B)(4)) - logic tibial fit tray, size 4f/4t. (Cn:02-012-35-4009, sn: (B)(4)) - logic tibial ps modular insert, size 4, 9mm.

Event description:
Revision of the right knee of exactech components to a competitor's product being performed by dr. (B)(6) this morning. Original date of surgery was (B)(6) 2017. The x-rays taken prior to the revision and a picture of the damaged polyethylene that was removed. It was noted that the joint came back negative for infection. It was also noted that the surgeon used a reciprocating saw to start to remove the femoral component but that once the exposure of the joint was more substantial the femoral component came off with little effort and it was noted there was no cement adhered to the femoral component. The patient was also noted as weighing (B)(6).

Manufacturer narrative:
Section h10: (h3) the engineering evaluation noted the damaged tibial insert reported was likely the result of excessive posterior slope of the tibial tray and/or excessive flexion of the femoral component. The reported femoral loosening was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the explants were not available for evaluation. D11: concomitant device: (cn: 200-02-35, sn: (B)(6)) - three peg patella; (cn: 02-012-45-4040, sn: (B)(6)) - logic tibial fit tray, size 4f/4t; (cn:02-012-35-4009, sn: (B)(6)) - logic tibial ps modular insert, size 4, 9mm. No information provided in the following section(s): a2, a3, a5, and b7. The following section(s) have additional info: b4, b5, d4 (UDI number), g4, h1, h2, h3, h6, and h7.

Event description:
As reported, a patient¿s right knee was initially implanted on 9/18/2017. Revision of the right knee components to a competitor's product being performed on 07/01/2019. X-rays taken prior to the revision that noted a damaged polyethylene liner and it was removed. The joint culture came back negative for infection. A picture of the removed femoral component is attached. The femoral component came off with little effort and it was noted there was no cement adhered to the femoral component. The patient was also noted as weighing 291 lbs. The damaged tibial insert reported in (B)(4) was likely the result of excessive posterior slope of the tibial tray and/or excessive flexion of the femoral component. The reported femoral loosening was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the explants were not available for evaluation.